Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient had fainted several times during the month. Telemetry revealed exit block and pacing rates below the lowest rate. It was not possible to determine if the problem was related to the implantable pulse generator (ipg) or the right ventricular (rv) lead. The sensing and thresholds on the rv lead were in range. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event. The pacemaker system was replaced with an implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.